Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. A review of the logs showed no errors. The instrument was fully functional. No product issue was found. The complaint regarding instrument sticking to tissue was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia procedure, the vessel sealer extend instrument was sticking to tissue. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.